Event description:
It was reported that during a routine follow up, the atrial lead exhibited oversensing and high impedance. The patient would be monitored. The patients condition was good.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited low impedance. When the patient was brought in clinic for further tested, impedance measurements were normal. Other electrical measurements were normal. No intervention was reported. The patient was in good condition and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited high impedance.